Event description:
(B)(4). The dentist reported a month after two dental implants were installed in intraoral region #18 it was verified its non osseointegration. Pt had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4).